Event description:
A hemodialysis user facility reported that a pt experienced itching 2-3 hours into treatment. The pt was treated with intra-venous (IV) benadryl. In addition, the heparin dose was decreased; however, there was no change in the pt's itching. The pt continued treatment with the dialyzer. The pt reported the benadryl did not provide relief for the itching sensation.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.